Event description:
Reporter stated, that patient obtained a blood glucose result of 191 mg/dl on the suspect device. Reporter noted that patient was not feeling well (headache, body aches, and nauseous) and phoned emergency medical services for assistance. Ten minutes after obtaining result of 191 mg/dl, patient's blood glucose was retested, on paramedics' device, with a result of 90 mg/dl. Reporter stated, that paramedics suggested, that patient have something to eat. No treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.